Event description:
It was reported that the pt's ((B)(6)) left occipital lead (off-label) had migrated. Surgical intervention was undertaken to address this issue. The lead in question was disconnected from the ipg and a paddle lead was added. Effective stimulation coverage was recaptured for the pt following the procedure. The migrated lead remains in situ.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.